Event description:
Caller reported that cartridge was damaged. There was no adverse impact to the customer's blood glucose level. Caller was able to change the cartridge and successfully resumed insulin therapy.